Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080602) on 05-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of ovarian perforation ("migrated into my ovary") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("sharp pains"). At the time of the report, the ovarian perforation and pelvic pain outcome was unknown. The reporter provided no causality assessment for ovarian perforation and pelvic pain with essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of ovarian perforation ("migrated into my ovary") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("sharp pains"). At the time of the report, the ovarian perforation and pelvic pain outcome was unknown. The reporter provided no causality assessment for ovarian perforation and pelvic pain with essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of ptc - product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('migrated into my ovary/ right essure coil to be not in cornual position/ migration of essure device: right tube-pressing against appendix') and fallopian tube perforation ('perforation (fallopian tube(s))/essure devices seen within the uterus/ left one which is seen extending into the endometrium') in a 39-year-old female patient who had essure (batch no. 927086) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included gerd, cyst rupture, right lower quadrant pain and cervicitis. Concomitant products included iron. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), night sweats ("hormonal changes describe; night sweats"), hot flush ("hot flashes") and anxiety ("anxiety"). In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2018, the patient experienced toothache ("dental problems: teeth pain") and allergy to metals ("nickel allergy") and was found to have bone density decreased ("bone deterioration"). On (B)(6)2018, the patient experienced abdominal pain lower ("lower right abdomen pain") and flank pain ("side pain"), 6 years 2 months after insertion of essure. In (B)(6)2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("sharp pains/ pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the ovarian perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, night sweats and allergy to metals outcome was unknown and the vaginal haemorrhage, menorrhagia, toothache, anxiety, abdominal pain lower, flank pain and bone density decreased was resolving. The reporter provided no causality assessment for ovarian perforation and pelvic pain with essure. The reporter considered abdominal pain lower, allergy to metals, anxiety, bone density decreased, dysmenorrhoea, dyspareunia, fallopian tube perforation, flank pain, hot flush, menorrhagia, night sweats, toothache and vaginal haemorrhage to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2018: essure devices seen within the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: perforation (fallopian tube(s))/essure devices seen within the uterus/ left one which is seen extending into the endometrium, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dental problems: teeth pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes describe; night sweats, hot flashes, nickel allergy, anxiety, lower right abdomen pain, side pain and bone deterioration. Lot number, medical history, concurrent condition and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080602) on 05-nov-2018. The most recent information was received on 11-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('migrated into my ovary/ right essure coil to be not in cornual position/ migration of essure device: right tube-pressing against appendix') and fallopian tube perforation ('perforation (fallopian tube(s))/essure devices seen within the uterus/ left one which is seen extending into the endometrium') in a 39-year-old female patient who had essure (batch no. 927086) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included gerd, cyst rupture, right lower quadrant pain and cervicitis. Concomitant products included iron. On (B)(6) 2012, the patient had essure inserted. In august 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), night sweats ("hormonal changes describe; night sweats"), hot flush ("hot flashes") and anxiety ("anxiety"). In september 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2018, the patient experienced toothache ("dental problems: teeth pain") and allergy to metals ("nickel allergy") and was found to have bone density decreased ("bone deterioration"). On (B)(6) 2018, the patient experienced abdominal pain lower ("lower right abdomen pain") and flank pain ("side pain"), 6 years 2 months after insertion of essure. In october 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("sharp pains/ pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, night sweats and allergy to metals outcome was unknown and the vaginal haemorrhage, menorrhagia, toothache, anxiety, abdominal pain lower, flank pain and bone density decreased was resolving. The reporter provided no causality assessment for ovarian perforation and pelvic pain with essure. The reporter considered abdominal pain lower, allergy to metals, anxiety, bone density decreased, dysmenorrhoea, dyspareunia, fallopian tube perforation, flank pain, hot flush, menorrhagia, night sweats, toothache and vaginal haemorrhage to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 18-sep-2018: essure devices seen within the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain. Lot number: 927086 manufacturing date: 2011/12 expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of product technical problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080602) on 05-nov-2018. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('migrated into my ovary/ right essure coil to be not in cornual position/ migration of essure device: right tube-pressing against appendix') and fallopian tube perforation ('perforation (fallopian tube(s))/essure devices seen within the uterus/ left one which is seen extending into the endometrium') in a 39-year-old female patient who had essure (batch no. 927086) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included gerd, cyst rupture, right lower quadrant pain and cervicitis. Concomitant products included iron. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), night sweats ("hormonal changes describe; night sweats"), hot flush ("hot flashes") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced toothache ("dental problems: teeth pain") and allergy to metals ("nickel allergy") and was found to have bone density decreased ("bone deterioration"). On (B)(6)2018, the patient experienced abdominal pain lower ("lower right abdomen pain") and flank pain ("side pain"), 6 years 2 months after insertion of essure. In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pains/ pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the ovarian perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, night sweats, allergy to metals and feeling abnormal outcome was unknown and the vaginal haemorrhage, menorrhagia, toothache, anxiety, abdominal pain lower, flank pain and bone density decreased was resolving. The reporter provided no causality assessment for ovarian perforation and pelvic pain with essure. The reporter considered abdominal pain lower, allergy to metals, anxiety, bone density decreased, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, flank pain, hot flush, menorrhagia, night sweats, toothache and vaginal haemorrhage to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2018: essure devices seen within the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain lot number: 927086 manufacturing date: (B)(6)2011 expiration date: (B)(6)2014 quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: all source document information, reporter and reference section from deletion cases: (B)(4) and (B)(4) added to this case. New event brain fog was added from deletion case (B)(4). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080602) on 05-nov-2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('migrated into my ovary/ right essure coil to be not in cornual position/ migration of essure device: right tube-pressing against appendix'), fallopian tube perforation ('perforation (fallopian tube(s))/essure devices seen within the uterus/ left one which is seen extending into the endometrium'), internal haemorrhage ('right coil come out and causing internal bleeding') and knee operation ('knee surgery') in a 39-year-old female patient who had essure (batch no. 927086) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Previously administered products included for prevent pregnancy: birth control pills. Concurrent conditions included gerd, cyst rupture, right lower quadrant pain and cervicitis. Concomitant products included iron. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), night sweats ("hormonal changes describe; night sweats"), hot flush ("hot flashes") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)\spotting"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced toothache ("dental problems: teeth pain") and allergy to metals ("nickel allergy") and was found to have bone density decreased ("bone deterioration"). On (B)(6) 2018, the patient experienced abdominal pain lower ("lower right abdomen pain") and flank pain ("side pain"), 6 years 2 months after insertion of essure. In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), pelvic pain ("sharp pains/ pain"), feeling abnormal ("brain fog"), ovarian cyst ruptured ("ovarian cyst ruptured"), depression ("depression"), musculoskeletal pain ("shoulder pain"), dyschezia ("pain during bowel movement"), headache ("headache"), urinary incontinence ("pee in my pants"), flatulence ("gas pain") and genital haemorrhage ("3 weeks post op and now I m bleeding") and underwent knee operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, night sweats, allergy to metals, feeling abnormal, ovarian cyst ruptured, depression, musculoskeletal pain, dyschezia, headache, knee operation, urinary incontinence, flatulence and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, toothache, anxiety, abdominal pain lower, flank pain and bone density decreased was resolving. The reporter provided no causality assessment for ovarian perforation and pelvic pain with essure. The reporter considered abdominal pain lower, allergy to metals, anxiety, bone density decreased, depression, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, flank pain, flatulence, genital haemorrhage, headache, hot flush, internal haemorrhage, knee operation, menorrhagia, musculoskeletal pain, night sweats, ovarian cyst ruptured, toothache, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: essure devices seen within the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain. Lot number: 927086 manufacturing date: 2011/12 expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: social media received: new events ovarian cyst ruptured, right coil come out and causing internal bleeding, shoulder pain, depression, pain during bowel movement,gas pain, headache,knee surgery,pee in my pants,3 weeks post op and now I m bleeding were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080602) on 05-nov-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('migrated into my ovary/ right essure coil to be not in cornual position/ migration of essure device: right tube-pressing against appendix'), fallopian tube perforation ('perforation (fallopian tube(s))/essure devices seen within the uterus/ left one which is seen extending into the endometrium') and knee operation ('knee surgery') in a 39-year-old female patient who had essure (batch no. 927086) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Previously administered products included for prevent pregnancy: birth control pills. Concurrent conditions included gerd, cyst rupture, right lower quadrant pain and cervicitis. Concomitant products included iron. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), night sweats ("hormonal changes describe; night sweats"), hot flush ("hot flashes") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)\spotting"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced toothache ("dental problems: teeth pain") and allergy to metals ("nickel allergy") and was found to have bone density decreased ("bone deterioration"). On (B)(6) 2018, the patient experienced abdominal pain lower ("lower right abdomen pain") and flank pain ("side pain"), 6 years 2 months after insertion of essure. In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), internal haemorrhage ("right coil come out and causing internal bleeding"), pelvic pain ("sharp pains/ pain"), feeling abnormal ("brain fog"), ovarian cyst ruptured ("ovarian cyst ruptured"), depression ("depression"), musculoskeletal pain ("shoulder pain"), dyschezia ("pain during bowel movement"), headache ("headache"), urinary incontinence ("pee in my pants"), flatulence ("gas pain"), genital haemorrhage ("3 weeks post op and now I m bleeding") and abdominal rigidity ("my belly is hard as rock") and underwent knee operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, night sweats, allergy to metals, feeling abnormal, ovarian cyst ruptured, depression, musculoskeletal pain, dyschezia, headache, knee operation, urinary incontinence, flatulence, genital haemorrhage and abdominal rigidity outcome was unknown and the vaginal haemorrhage, menorrhagia, toothache, anxiety, abdominal pain lower, flank pain and bone density decreased was resolving. The reporter provided no causality assessment for ovarian perforation and pelvic pain with essure. The reporter considered abdominal pain lower, abdominal rigidity, allergy to metals, anxiety, bone density decreased, depression, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, flank pain, flatulence, genital haemorrhage, headache, hot flush, internal haemorrhage, knee operation, menorrhagia, musculoskeletal pain, night sweats, ovarian cyst ruptured, toothache, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: essure devices seen within the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain. Lot number: 927086 manufacturing date: 2011/12 expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content receive. Event " abdominal rigidity" and reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.